Event description:
It was reported that while suturing the pocket during the implant procedure relative to the subject device, the x-ray identification tag detached from the header. Another pacemaker was implanted instead.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.